Event description:
It was reported the pt is no longer receiving stimulation in her pain pattern for the respective scs lead after experiencing a "pop." X-rays identified the model s8 scs lead has migrated. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.